Event description:
Additional information reported indicated that the battery had been replaced. The patient outcome was noted as "well," and the new s timulator supplied therapy to all areas of pain. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient was having telemetry issues and an overdischarge was suspected. The patient had no communication with the recharger, the device and the patient programmer. The patient's last charge was 4 months ago, but the recharger was completely empty. The patient last felt stimulation about 2 months ago. The manufacturer representative noted that the patient told the nurse that it had been a year since she had any stimulation. The device was easy to palpate and not deep, less than 1cm deep, and parallel to the skin. The patient did not have coupling issues prior to overdischarge. There had been no changes at the pocket site to support device flipping. X-rays were taken and the device did not appear to be flipped. Five 60-minute por (power on reset) sessions were conducted with no success. The battery replacement surgery was to be scheduled for (B)(6) 2012 and might include a possible lead revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type lead product ID 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type recharger product ID 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension product idm 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension. (B)(4).

Event description:
It was reported the cause of the device replacement was neglect by the patient to charge the battery. There were no abnormal impedance measurements. A thoracolumbar spine x-ray showed the lead entered at l1 and the superficial extension of electrodes was at the t-12 level. Reprogramming occurred on (B)(6) 2012 for 30 minutes and again on (B)(6) 2012 from 09:00 until 16:00. The replacement took place on (B)(6) 2012 and was an outpatient procedure. Symptoms of the patient were listed as increased pain, and non-existent stimulation. There was no hospitalization and no injury as a result of this event.